Event description:
It was reported that during a gastrectomy procedure, the device was fired without any problem til the 5th firing. The reload was loaded into the device to cut the stomach and fired. After the firing, the jaw could not be opened. The manual release lever was pulled up and the lever was grasped many times, but the jaw did not open. Finally, the small incision surgery was performed. A forceps was screwed into the jaw to make a gap under direct vision, and the held tissue was removed. The staples were formed properly. The residual tissue was cut with other product. Another device was also used for jejunojejunostomy. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/15/2009. Info anticipated, but unavailable at this time.